Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent hyperglycemia up to 421 mg/dl despite two supply changes. After switching to a replacement infusion set, glucose decreased. By (B)(6) 2025, the user¿s bg returned to normal. No ems or hospitalization was required.